Manufacturer narrative:
The product has been rec'd. It is under investigation; a f/u report will be submitted when investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.